Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels. Customer also reported getting sensor with inaccurate readings that triggered threshold suspend. Blood glucose level at the time of the incident was 208 mg/dl and sensor glucose level was 51 mg/dl. Blood glucose readings on that day were 50 mg/dl, it was unknown how the low blood glucose was treated; 114 mg/dl; 102 mg/dl; 233 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer's spouse stated that not so long ago the customer had a blood glucose of 400 mg/dl which was treated with syringe. Customer declined troubleshooting for the high and low readings. The insulin pump/sensor was not replaced or returned for analysis.